Manufacturer narrative:
Internal file number - (B)(4). Correction: device was not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily tortuous and heavily calcified lesion causing the reported failure to advance and subsequent stent movement (unstable stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal circumflex coronary artery with heavy tortuosity and heavy calcification. A 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced; however, failed to cross the lesion due to the anatomy and the stent was noted to be loose on the balloon. The sds was simply manually removed and the procedure was successfully completed with a 2.25 x 18 mm xience xpedition sds. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.